Event description:
Device malfunction: stent prematurely deployed in unintended site. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right superficial femoral artery stenting procedure, the stent prematurely deployed in an unintended site. During preparation, the end flush port was noted to be loose; however, the device was used. During advancement of the stent delivery system the flush port broke and the stent prematurely deployed, not covering the target lesion. An absolute stent was used to cover the lesion, followed by post-dilatation with an agiltrac. There were no reported adverse pt sequelae. Though requested, no additional info was available. Subsequent to this report, a voluntary user facility medwatch report was received that states "ld admitted for a bilateral leg angiogram. The stent was placed in the pt's rt sfa and just before deployment the flush port broke and the stent partially deployed itself. Physician removed the stent catheter. A new stent catheter was successfully placed. No apparent harm to pt."

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.